Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-01961 for the other associated device info. It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure. Per the complainant, after the clip was advanced out of the sheath, the physician attempted to close the clip, but the clip would not close. A second clip was obtained, the physician again attempted to close the clip and it would not close. The procedure was completed with a third resolution clip device with no complication to the pt. The pt's condition post procedure was reported as fine.

Manufacturer narrative:
(Failure to close). According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).